Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she received a bad sensor alert. During troubleshooting; customer stated that the sensor was inserted properly and that the alert occurred after the initialization. Customer reported that the bad sensor alert happened after a second consecutive calibration error. Customer was instructed to remove sensor and insert a new one. Blood glucose of 277 mg/dl treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.